Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the pulse generator was implanted on (B)(6) 2017. It was discovered that after approximately 1 year and 4 months, the capacity of the battery was rapidly decreasing. After technical service's reviewed the data, the "higher than normal" power consumption of the device was being caused by high atrial rate sensing. There was no issue with the longevity of the device's battery. The device was reprogrammed to resolve the issue. The device remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the pulse generator was implanted on (B)(6) 2017. It was discovered that after approximately 1 year and 4 months, the capacity of the battery was rapidly decreasing. The device was explanted on (B)(6) 2019. No further adverse patient effects were reported.